Event description:
It was reported that there was a general product concern of occlusion alarms occurring as frequently as every 20 minutes while using a pca module. The customer stated that there was a call that recently occurred with a bd clinical specialist, in which it was recommended to change the pressure settings through their drug library to high. They did make that change and plan to push out the new drug library monday.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported occlusion alarms occurred when using a pca module.